Manufacturer narrative:
(B)(4). Approximate age of the device - 24 days. The pump was not explanted and was therefore not available for evaluation. A direct correlation between the device and the reported hemorrhagic stroke and patient outcome could not be conclusively determined. Bleeding and stroke are listed in the instructions for use as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that the patient had been doing well after being discharged home. On approximately (B)(6) 2016, the patient¿s daughter contacted the hospital stating that the patient seemed confused and drowsy. The daughter initially thought this was due to the pain medication. The patient presented to the clinic the following day and seemed fine at the time. The patient's inr was 2.7 and their coumadin dosage was reduced. While at home a few days later, the patient was found unresponsive. The patient was admitted to the hospital on (B)(6) 2016 at 2140. A CT scan revealed intracranial bleeding. Support was withdrawn on (B)(6) 2016 at 0500 and the patient expired. The cause of death was reported as hemorrhagic stroke. The inr value at the time was 6.1-8.2. The patient's daughter suspected the patient was not taking the prescribed medications appropriately. The vad coordinator reported that the patient outcome was not device or therapy related. No further information was provided.